Event description:
The contact called back to troubleshoot with the customer's elite meter. The caller stated that the meter gave a reading of 16mg/dl when the actual blood results was really high. No actual number was given. The customer did not call the hospital. The customer had just received new strips, control, and check strip. The check strip result of 104mg/dl was within the 95-115mg/dl range. Normal control results were 192mg/dl and 182mg/dl. The range is 72-104mg/dl. Customer service was sending new control solution and strips. The customer is sending the other strips and control in for eval.